Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Provided x-ray images have been reviewed. Although a post revision x-ray image confirms a femoral bone repair has been performed, no images were provided depicting the corail stem associated with this report. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address periprosthetic femur bone fracture on (B)(6) 2021, right hip was replaced to address end-stage primary arthritis, with reported pain, and difficulties in ambulating and performing activities of daily living. Ingrowth cup and stem components were implanted using a direct anterior approach. There were no reported intraoperative complications. On (B)(6) 2021, the patient experienced a periprosthetic femur fracture, allegedly resulting from having become tangled in her clothes, losing her balance, and subsequently falling to the floor. She was found to have a displaced femur fracture with femoral stem subsidence, which required emergent open reduction internal fixation of her femur. The hip was revised, with placement of a reclaim femoral stem, and reduced with fixation reinforced with placement of an allograft femoral strut splint with four synthes cerclage cables. On (B)(6) 2021, the patient had a right total hip arthroplasty to address primary arthritis, end-stage, right hip. Depuy components, including two dome screws were used during this procedure. On (B)(6) 2021, the patient had a revision right total hip arthroplasty, including open reduction, internal fixation periprosthetic femur fracture, to address right hip periprosthetic femur fracture. The patient fell and sustained a right hip periprosthetic femur fracture, displaced, with subsidence of the stem. Cerclage wire and massive allograft femoral strut graft were used. Date of implantation: (B)(6) 2021, date of revision: (B)(6) 2021, (right hip). Treatment: orif cabling of femur with revision of femoral ste, femoral head, and acetabular liner.